Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during setup, they noticed 6 feeding sets were leaking at the spike connector.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Physical samples were not received for evaluation but a picture was provided by the customer. The picture was examined and it was determined that the cross spike presented leaking between the tube line and the cross spike. The issue reported will be treated as confirmed related to the manufacturing/production process. As part of continuous improvements, a corrective action has been opened. These actions are designed to prevent the reoccurrence of the reported condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.